Event description:
The customer identified a falsely non-reactive alinity I anti-hcv result for a blood donor. The following information was provided: (B)(6) 2021 sid (B)(6) initial result 0.18 s/co (nonreactive), 0.26 s/co (nonreactive), and 0.25 s/co (nonreactive); repeated on another analyzer (ai01275) 1.58 s/co (reactive) 1.48 s/co (reactive) 0.24 s/co (nonreactive; final interpretation repeatedly reactive) donor history; (B)(6) 2021 anti hcv reactive (no confirmatory testing done). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for a alinity I anti-hcv reagent lot number 30019be00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix, as alinity I anti-hcv assay and architect anti-hcv assay are equivalent.. The lot detected the same bleeds as reactive for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I anti-hcv reagent lot number 30019be00 was identified. Section g has been updated to reflect personnel changes that occurred subsequent to the initial submission.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified a (B)(6) alinity I anti-hcv result for a blood donor. The following information was provided: on (B)(6) 2021, sid (B)(6), initial result (B)(6); repeated on another analyzer (ai01275) (B)(6). Final interpretation repeatedly (B)(6). Donor history: on (B)(6) 2021, (B)(6)(no confirmatory testing done). No impact to patient management was reported.